Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the data cannot be further investigated. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was received but is pending evaluation. A follow up report a follow-up will be submitted upon completion of data investigation. No injury or medical intervention was reported.